Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025 before 5pm, the patient¿s cgm was reading high mg/dl. No bg meter comparison value was taken. The patient was wearing a tandem insulin pump. The patient thought she may be having a ¿dka episode¿ but then the value on her cgm device ¿dropped too low¿ (no specific value was reported). The patient became incoherent, and the patient¿s husband called ems. Ems arrived and transported the patient to the emergency room (ER). The patient could not recall if ems provided her with any medication or treatment. At the ER, the patient was given some broth and then her bg meter reading was tested, which was 164 mg/dl while the cgm was reading 230 mg/dl. The patient was also diagnosed with dka and treated with IV insulin and lantus. The patient was discharged on (B)(6) 2025. The patient was doing ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.